Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device using a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, the device could not be advanced over the .035 guide wire. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported difficult to insert was not confirmed. Additionally, it was confirmed that a needle to cuff miss occurred during deployment outside of the patient anatomy. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficult to insert could not be determined. Factors that may contribute to difficulty inserting the device include, but are not limited to, patient femoral vessel/ anatomy variables or manipulation of the device during insertion. The needle to cuff miss and subsequent treatment appears to be related to circumstances of the procedure. The deployment of the device outside of the anatomy likely cause the needle to cuff miss. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.